Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 480 mg/dl and other relevant blood glucose level was 55 mg/dl and 421 mg/dl. Customer did not feel okay to trouble shoot and not using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.